Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was returned with the cannula fully deployed. No damages or defects were found with the needle mechanism that would cause the needle not to retract. The root cause of the reported event could not be conclusively determined. No other damages or defects observed on the device during the investigation.